Manufacturer narrative:
The device was evaluated on 2015-07-29. The product analysis found that the tube had evidence of use in a patient. A syringe was used to inflate the cuff, at which point air leaked out slowly. When viewed under magnification, there was a tear that did not appear to be caused by an electrode wire. The amount of handling/manipulation by the customer that contributed to the failure cannot be determined, nor can the amount attributable to product, therefore manufacturing and mishandling cannot be ruled out as potential causes. Method: actual device evaluated; microscopic inspection; simulated use testing; photographic inspection. Result: operational problem. Conclusion: operational context caused or contributed to event.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4) . The product analysis is not complete at this time.

Event description:
It was reported that "the air was leaking from cuff." There was no injury to the patient. This is the only information available at this time. Multiple attempts to obtain additional information for this reported event have been unsuccessful.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.